Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The analyst noted that the left ventricular capture threshold rises from 1.875 to 2.375v between 13 and (B)(6) 2015. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead capture threshold had risen slightly. It was also noted that the lv pacing impedance had measured slightly below the normal range and also had one measurement that was an increase, although still within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.